Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the unintended movement (clip open- efaa (establish final arm angle)). There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
Crd_946 triluminate pivotal study report. Patient ID: (B)(4). It was reported that on (B)(6) 2022, the patient presented with functional tricuspid regurgitation (tr) grade 5, with myxomatous leaflets, annular dilatation, quadricuspid anatomy (two posterior leaflets). An ntw (tcds0303-ntw, 10624r1036) was successfully implanted. Following, an xtw triclip (tcds0303-xtw, 11018r1080) advanced and grasped the tricuspid leaflets. Establishing final arm angle (efaa) was performed prior to lock line removal with 5 degrees of ¿relaxing¿ noted. After lock line removal, the xtw triclip opened to approximately 45 and 60 degrees. The physician closed the clip down and re-performed efaa 3-4 times. The triclip however, remained open to approximately 60 degrees. The triclip remained implanted at the intended site, stable and well seated. The tr had been reduced to grade 3. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue. As of aug 22, 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).